Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial left tka approximately 7-8 years ago. Subsequently, the patient reported to their surgeon that they were experiencing pain and swelling without trauma. As a result, the patient underwent a left knee revision approximately 7-8 years after initial implantation where significant wear of the polyethylene insert was noted. Extensive synotivits and cloudy joint fluid was observed with no signs of infection. The knee joint was copiously irrigated, and a new polyethylene tibial insert was placed in the knee. No further patient impact reported.